Event description:
It was reported that the procedure was to treat a lesion in the iliac artery. An 8x39mm over the wire (otw) omni elite balloon-expandable stent system was advanced to the target lesion and deployment was initiated when the stent became dislodged from the balloon but remained on the guide wire (gw). A surgical cut down was performed to remove the guide wire with the dislodged stent to prevent the stent from dislodging from the gw. There was a reported clinically significant delay in procedure due to the surgical cut down. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. The reported removal of foreign body, delay to treatment and surgical intervention appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.